Event description:
It was reported by the nurse that the customer is currently hospitalized and is unable to program his pump. Customer is requesting for a medtronic representative to assist with programming the pump. Nurse was unable to verify any other pump information. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.